Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 26 mmol/l (468 mg/dl) while wearing the pod on the hip/buttocks for between 36 and 48 hours. As treatment, a manual insulin injection was administered.